Manufacturer narrative:
The sample was initially expected to be returned, but it was not returned by the customer.

Event description:
Rec'd report of flap valve of soluset remaining in open position. A pediatric pt was taken to surgery and an IV tubing with soluset was used on the pt. When the fluid volume emptied out of the soluset, the flap valve did not close, allowing air into the tubing. No air was reported to enter the pt, and the tubing was changed to solve the problem. No pt harm reported.